Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B66016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries, allergic rhinitis and skin tag removal. Previously administered products included for an unreported indication: mirena. Concurrent conditions included endometriosis, endometriosis ablation and uterine synechiae. On (B)(6)2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/ chronic") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), endometriosis ("endometriosis") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)(B)(6)2014/lysis of adhesions, fulguration of endometri). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion and abdominal pain outcome was unknown and the genital haemorrhage, dyspareunia, pelvic pain, menorrhagia, vaginal discharge, uterine leiomyoma, endometriosis and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device expulsion, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of additional surgeries: (B)(6)2014 (other). Received treatment for -dyspareunia (painful sexual intercourse ), chronic, pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), device migration, vaginal discharge, fibroids, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion.. Batch no - b66016, production date - 2013-08-28, expiration date-2016-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B66016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries, allergic rhinitis and skin tag removal. Previously administered products included for an unreported indication: mirena. Concurrent conditions included endometriosis, endometriosis ablation and uterine synechiae. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), endometriosis ("endometriosis") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral) (B)(6) 2014/lysis of adhesions, fulguration of endometri). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and abdominal pain outcome was unknown and the genital haemorrhage, dyspareunia, pelvic pain, menorrhagia, vaginal discharge, uterine leiomyoma, endometriosis and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device expulsion, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2014 (other). Received treatment for -dyspareunia (painful sexual intercourse ), chronic, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), device migration, vaginal discharge, fibroids, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2019: fu(2) and fu(3) process together. Pfs and medical record received: case upgraded from other event to incident, previously reported event injury was deleted, newly added events- abnormal bleeding (general), abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse ), pelvic pain/ chronic, abdominal pain, menorrhagia (heavy menstrual bleeding), device migration, vaginal discharge, fibroids, endometriosis, product indication and date of essure insertion were updated, date of essure removal was added, consumer address were updated and birth date was added, lab data was added. Medical history and reporters were added. On 20-sep-2019: fu(2) and fu(3) process together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.